Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
A correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-n - corrected brand name: base unit servo-n d4 ¿ version or model #: - previous version or model #: servo-n - corrected version or model #: 6688600 d4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). Our field service engineer investigated the device on-site. During troubleshooting, the reported issue was confirmed, and to address the issue, the expiratory channel printed circuit board (pcb) was replaced. According to the service report, after the replacement of the expiratory channel pcb, the pre-use check still failed. After re-installing the software to a new version, all functional, safety, and calibration tests were performed and passed, and the device was returned to the customer for clinical use. The provided device logs confirmed the reported issue. The expiratory channel pcb was returned for further investigation. Visual inspection of the returned pcb revealed no abnormalities. Simulated use testing of the pcb passed a pre-use check. After passing, ventilation for two days was performed successfully without generating any alarms or errors. After ventilation, several pre-use checks were performed and passed. The reported issue could not be reproduced; therefore, no definite root cause can be established. The expiratory channel pcb is part of the subsystem breathing bre. The main functions of the pcb are expiratory flow measurements and expiratory cassette handling.